Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone phone_control_android cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system up1a.231005.007.g996usqsegya5 cloud - smartphone hardware sm-g996u cloud - cgm sensor type g7 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that she had extremely high blood glucose levels, reaching 780 mg/dl, and sought medical attention on (B)(6) 2025. She was hospitalized for approximately 4 days and discharged on (B)(6) 2025. She experienced symptoms such as whole-body aches, nausea, and difficulty walking. The diagnosis was diabetic ketoacidosis (dka) and dehydration. The patient was transferred to the intensive care unit (ICU). Treatment included intravenous (IV) insulin drip, potassium, zofran, and diuretic pills. The patient reported she was unable to find her bolus calculator to deliver a correction bolus. Product support spoke with the patient's nurse who was able to successful find the bolus calculator and deliver a manual bolus. The nurse reported the omnipod system was working appropriately, and that the patient was just panicked. No redness or swelling was reported at the pod site, and the cannula appeared normal. The patient no longer has the pod to return. The patient was unable to provide any additional details.